Event description:
A 2.7 inr with protime system vs. 3.4 inr with clinic-based protime system. Subsequently, 2.1 inr with protime system vs. 2.9 inr with clinic-based protime system and 2.87 inr with unspecified lab system. Patient inr therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.